Event description:
It was reported that the lead exhibited ventricular oversensing. The noise could not be reproduced with isometric testing. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.